Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a deep vein catheter was inserted into the patient. The catheter was damaged during use, causing swelling of the limb on the side of the catheter, and the PICC was extubated.